Event description:
My husband put hylatopicplus cream on our (B)(6) year old. When we woke up, he had hives on his limbs and face. Severe itchy rash on limbs and face. He was given 1.5 tsp of hydroxyzine. The rash worsened throughout the day. His allergist called in a prescription for a steroid. Dose or amount: rub on skin, frequency: once daily. Dates of use: (B)(6) 2014. Event abated after use stopped or dose reduced? Yes.